Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted a properly formed staple line of three rows of staples. One properly formed staple was not placed into the tissue, and remained on the distal end of the staple line. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative on a wedge resection procedure, the patient needs to be re-operated five hours after the initial procedure, due to leakage in the staple line. They found out that the first and last staple was opened. There were more than 500cc of blood loss. The incision extended more than 1 inch due to the product problem, and tissue loss were reported.